Manufacturer narrative:
The device history records for the affected lot was reviewed without showing any non-conformities or deviations regarding the described issue. The subject device was returned for evaluation and the customer¿s reported issue was confirmed. The evaluation also noted the sealing rings were damaged. The device has not been repaired in the last year. The root cause of the broken ceramic insulation at the distal tip of the sheath cannot conclusively be determined. However, based on the damage pattern, the problem was potentially induced thermally and/or mechanically; therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). To mitigate the risk of device damage and or patient injury, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor complaints for this device. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k931995.

Event description:
The customer reported the ceramic insulation at the distal tip of the inner sheath was found broken during reprocessing after urologic surgery. The procedure was completed using the same equipment without delay. No death or injury and no impact to patient or other has been reported.